Event description:
It was reported that the user experienced high blood glucose after a recent supply change while using the ilet system, and was advised to replace supplies and monitor, with a plan to call back after two hours. Symptoms included elevated blood glucose without other reported hyperglycemia symptoms, and a same-day nosebleed of uncertain relation. Outcomes included no reported medical intervention, emergency care, or hospitalization. Investigation included troubleshooting and education with the user regarding supply replacement and monitoring for resolution. Investigation of this case revealed that the cause of the elevated blood glucose was unclear at the time of contact, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.